Event description:
It was reported that the transverse drill guide was used first time when the screw jammed. It was further stated that the surgeon had to use forceps to unlock the screw.

Manufacturer narrative:
Add'l info will be provided once investigation is completed.